Event description:
The pt was revised due to loosening of the components.

Manufacturer narrative:
Exam was not possible, as the products were not returned. The investigation was limited to the info provided, as the lot numbers required to review the device history records were not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or any add'l info be received, the investigation will be reopened.